Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot v1359777 before the market release. No anomalies have been found. The original lot, manufactured in january 2014, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event and/or the technical analysis investigation is available. Orthofix (B)(4) has requested to the distributor, further details on the event, i.e. Type of application, more information on the device failure, what the surgeon did following device failure and the outcome of the treatment. Unfortunately, this information has not yet made available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: hospital (B)(6), surgeon's name: (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: correction/ lengthening; patient's information: female; previous health condition: normal; problem observed during: into treatment/post- operative; type of problem: device functional problem; event description: the strut came away from the ring during the patient treatment. The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure . An additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; information on patient current health condition: not informed. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot v1359777 before the market release. No anomalies have been found. (B)(4). According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the returned device, received on july 27, 2016 was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual, dimensional and functional check as per orthofix (B)(4) design and product specification. The visual check evidenced that the side clamp washer was missing. Please be informed that the bolt was riveted in order to prevent the extraction of the bolt itself and of the side clamp washer from the threaded hole. The visual check also evidenced that the color of the device was partially faded. The dimensional check confirmed that the studs were in conformance with the drawing. The dimensional check of the returned part evidenced that the device was originally conforming to specifications. It was not possible to analyze the missing parts. A functional check was performed in order to exclude issues with the stud's dimensions and functionality. The stud was inserted in the holes of some sample rings and locked with the dedicated torque wrench. The strut could not come out from the ring holes after tightening. The screw could not be tightened to lock the inner tube to the outer tube because the washer was missing. The failure notified was "the distractor let out of the ring during the treatment period." With the few information provided, we may suppose that the coming out of the strut could be attributable to the fact that the stud was not held properly in the ring's hole. This could be attributable to: studs not properly inserted or tightened in ring's holes; application related issues; rings holes' dimensions. The results of the technical analysis evidenced that the failure occurred could be attributable to the stud not held properly in the ring's hole. The dimensional check evidenced that the stud was in conformance with the drawing and the functional check confirmed that the stud can be held in the ring's holes. Therefore, we can conclude that the stud was in conformance with the design specifications. However, with the few information provided, it was not possible to finalize a complete technical investigation and determine the root cause of the event notified. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case we have a little more information, in that we are told definitely that a strut popped off during treatment. We have not been told when this happened and what was done, what happened to the patient and the current condition. We need to have more information before we can arrive at a sensible conclusion about this incident." "Having received the affected strut, the technical analysis shows that its dimensions were correct and within specification. So we have to conclude that the strut stud became loose for reasons unspecified. Possibly it was not inserted at the correct torque, but we cannot be certain." Final comments: the results of the technical analysis evidenced that the failure occurred could be attributable to the stud not held properly in the ring's hole. The dimensional check evidenced that the stud was in conformance with the drawing and the functional check confirmed that the stud can be held in the ring's holes. Therefore, we can conclude that the stud was in conformance with the design specifications. A complete medical evaluation was not possible as no information about the medical procedure, patient conditions, diagnosis and x-rays have been made available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: hospital (B)(6), surgeon's name: (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: correction/ lengthening; patient's information: female; previous health condition: normal; problem observed during: into treatment/post- operative; type of problem: device functional problem; event description: the strut came away from the ring during the patient treatment. The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; information on patient current health condition: not informed. Further information received on august 24, 2016 from the distributor: when the strut came away from the fixator, the surgeon call us and we needed to send him another one to substitute in order to continue the treatment. The patient is ok because we changed the strut very quickly. (B)(4).